Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient discovered at least 3 months ago that their lead was broken and was missing 6 contacts and they needed a revision/replacement. The patient mentioned they were interested in having their ins replaced with a nonrechargeable device and was in the process of working with their insurance company to have the replacement approved. The patient stated their healthcare provider (hcp) ordered an MRI and the patient inquired about how to go about having an MRI when they could not place their device in MRI mode. The patient mentioned something about the way the ins was in place in their body and commented that it had moved. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-aug-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 07-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an MRI tech. Caller stated patient reported "3 of the leads are loose" and the system may or may not have been working for the last year and a half. Patient is planning on/waiting to have system explanted. Caller had patient's controller which showed MRI mode activated with head-only eligibility with code 1 59 07 07 00 00. Tss reviewed code indicates ins is implanted in a location that does not allow for full body yet caller stated ins is in lower back. Caller stated it was unknown when patient first noticed that they were head-only eligible as they just turned on stim yesterday and only turn it on every few months and they don't remember it being anything other than head-only. Caller did state that patient is poor historian. Tss reviewed that we can only recommend head-only scan per MRI mode but that information may be programmed incorrectly and patient would need to speak to hcp about this.